Manufacturer narrative:
H10: the device was received for evaluation contaminated with blood. After disinfection, the set was visually inspected which did not identify any abnormalities that could have contributed to the reported condition. The set underwent leak testing of the dialysate side, and a leak was observed. The cause of the leak was noted to be a crack in the welding seam. The reported condition was verified. During production, a 100% control is performed for the tightness of the welding seam. In this leak test, the measured values were within the specification. No increased scrap rate was detected in the leak test at the time of production of the device. Also, a review of the welding parameters shows they are within the product specification. This is an indication that the failure occurred during or after the sterilization process. Due to this the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from a polyflux 140h. During prime a leak was noted and the engineer ¿attempted to tighten the coupler connectors¿. Treatment was started. Just after treatment began, an external leak was observed from the header cap. The dialyzer was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.